Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet pump user with type 2 diabetes experienced hypoglycemia to 58 mg/dl, suspended insulin, consumed oral carbohydrates including glucose tablets and other snacks, and glucose recovered to normal within about 45 minutes; the device provided low glucose alerts, and the user did not require assistance or medical intervention. Symptoms included hypoglycemia without loss of consciousness or other reported sequelae. Outcomes included self-management with oral glucose and return to normoglycemia, without emergency care or hospitalization. Investigation included complaint intake review and user education regarding appropriate hypoglycemia treatment and advisement not to suspend insulin for lows while the algorithm adapts. Investigation of this case revealed no device malfunction reported, with the event consistent with hypoglycemia of unclear cause in the context of early adaptation to automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was uncertain. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.